Manufacturer narrative:
The event of seroma and capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma and capsular contracture.

Event description:
A healthcare professional reported left side seroma and capsular contracture (baker grade iii-IV). Pathology report noted calcifications. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data. Device photo analysis: visual analysis of the photographs identified: red particles on the surface of the shell; deformation. Device analysis performed through photographs, due to the impossibility to perform a further analysis it is not possible to determine the cause of the event.

Event description:
A healthcare professional reported left side seroma and capsular contracture (baker grade iii-IV). Pathology report noted calcifications. The device has been explanted.

Event description:
A healthcare professional reported, seroma. And capsular contracture, (baker grade iii-IV). This record relates to the left side. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe, as it is a medical event. Not related to the device. Seroma-late: unable to observe, as it is a medical event. Not related to the device. Additional observations: deformation observed. Brown particles observed, on the surface of the shell. No further actions are required, as the device was implanted.